Event description:
It was reported that the device reached the elective replacement indicators (eri) and defaulted to right ventricular (rv) pacing mode which caused the patient to go into acute heart failure approximatley two weeks after the rv pacing began. The patient was hospitalized and treated for congestive heart failure and pneumonia. During an office follow-up, the default programmed pacing was observed and the patient was hospitalized and their programming was adjusted until the device was explanted and replaced. The physician expressed concern over the default programming settings when a device reaches eri when it could compromise the patient's heart failure condition. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)battery depletion was normal.